Event description:
The facility representative reported a flo-gard infusion pump with failure code f-94. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed. Quality engineering has determined that the failure was not duplicated. The root cause of this condition was determined to be the configuration option setting was not "0" due to a depleted main battery. The main battery and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.